Event description:
Patient reported right side rippling/wrinkling, device is folded, feels deflated, and severe breast pain. Health professional reported rupture and capsular contracture, baker grade IV. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/apr/2011. A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture.

Event description:
Health care professional, additionally reported, right side "any creases" via an rga form.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, opening, crease fold, wear abrasion, underweight. A microscopic analysis was performed which identify, crease sharp opening on posterior. Stress mark. Based on the device analysis, the final assessment is: a crease sharp opening on posterior assessed, as fold flaw opening.